Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2024 due to extrusion of the electrode lead into the external auditory canal. The patient was re-implanted with another cochlear device during the same surgery and was also treated with oral and IV antibiotics (specific date and duration not reported).

Manufacturer narrative:
Device analysis report attached. This report is submitted on february 23, 2024.